Event description:
The manufacturer received information alleging a hospitalized patient temporarily stopped using the device while going to the bathroom. When device was reattached and turned on, the device did not operate with ventilator inoperative alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check. The manufacturer¿s service technician observed evt_mach_flow_drift_high, machine flow sensor drift above the specification (>0.2lpm), in the device's event log. The device's flow sensor was replaced to address the issue. Additionally, since the silver sticker around the power button was gone, the vanity assembly was replaced. This issue was not related to the reportable malfunction/issue.

Manufacturer narrative:
The manufacturer previously reported information alleging a hospitalized patient temporarily stopped using the device while going to the bathroom. When device was reattached and turned on, the device did not operate with ventilator inoperative alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed during an operational check. The manufacturer¿s service technician observed evt_mach_flow_drift_high, machine flow sensor drift above the specification (>0.2lpm), in the device's event log. The device's flow sensor was replaced to address the issue. The replaced trilogy evo flow sensor was sent to the product investigation lab (pil) for further investigation. Pil visually inspected the trilogy evo flow sensor for visual defects and found none. Pil installed the trilogy evo flow sensor on the trilogy evo test unit and ran therapy for approximately 1 hour and the flow sensor operated without issue, e-155 (evt_mach_flow_drift_high) did not occur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification and passed all testing. Pil concluded that the flow sensor operates as designed.